Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a thr surgery, when the nurse opened one (1) spec ef pri so 12/14 sz 1, it was noticed an orange-yellowish staining on the corner of the bag the stem was packaged in. The procedure was completed, with no delay, using an equivalent s+n back up product. No injury was reported as a consequence of this issue. During investigation, it was found that the tip of the corner of the bag is torn.